Event description:
Lead noise suggestive of impending fracture. As pt is rv pacing dependent with permanent af, physician elected to explant the entire system. It was also reported that the lead exhibited oversensing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).